Event description:
Through review of medical article "hydrodynamic assessment of explanted degenerated transcatheter aortic valves," the following event was identified as pertaining to an edwards device: one patient had a 26mm sapien 3 valve implanted in aortic position. Four years and two months post-procedure, the valve was explanted due to transplant for ischemic cardiomyopathy. On the pre-explant transthoracic echocardiogram, gradients were 6mmhg and two leaflets were severely motion restricted.

Manufacturer narrative:
Article reference: janarthanan sathananthan, anish nigade, david meier, dante navarro, julianne spencer, althea lai, hacina gill, luigi pirelli, john g. Webb, david a. Wood, georg lutter, thomas puehler, gilbert h.l. Tang, shinichi fukuhara, stephanie l. Sellers. Hydrodynamic assessment of explanted degenerated transcatheter aortic valves: novel insights into noncalcific and calcific mechanisms. Jacc: cardiovascular interventions, volume 17, issue 11, 2024, pages 1340-1351, issn 1936-8798, https://doi.org/10.1016/j.jcin.2024.04.011. Investigation is ongoing.

Manufacturer narrative:
Updated sections b5 and h6- device code, type of investigation, findings, and conclusions. The device was not returned for evaluation. Imagery provided in the article were evaluated and revealed the following: morphological appearance of thv post explanation; explanted valve leaflet kinematics from hydrodynamic testing at systole and diastole during pulsatile flow testing; no calcium on valve, but microscopic degeneration with commissural fibrosis. The complaint for valve degeneration was confirmed based on the imagery. A review of complaint history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the valve showed no calcification, but microscopic degeneration with commissural fibrosis. Due to insufficient information, the mechanism behind the degeneration is unknown. As such, a definite root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Through review of medical article "hydrodynamic assessment of explanted degenerated transcatheter aortic valves," the following event was identified as pertaining to an edwards device: one patient had a 26mm sapien 3 valve implanted in aortic position. Four years and two months post-procedure, the valve was explanted due to transplant for ischemic cardiomyopathy. On the pre-explant transthoracic echocardiogram, gradients were 6mmhg and two leaflets were severely motion restricted. As per histological evaluation, there was microscopic degeneration with commissural fibrosis.